Manufacturer narrative:
The reported event of inadequate capture could not be confirmed and the reported event of a stretched helix was confirmed. A visual inspection revealed that the helix length was stretched out of required performance specification. A DHR review was performed to ensure that each manufacturing and inspection operation was performed and no anomaly was noted. Further analysis was performed, including output measurements, and the device exhibited normal device characteristics without any anomalies. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that high capture threshold was observed on the device during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition. After removing the device, the helix was observed to be stretched.